Manufacturer narrative:
(B)(4). The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
As the battery status appears to have stablized, the physician elected to continue monitoring the patient at this time and will reconsider an explant of the device at a later date. No adverse patient effects were reported as a result of the device functionality.

Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed a battery consumption of 200% on the remote monitoring system website. This ICD is programmed with low outputs, has not been pacing, and has not delivered any defibrillation therapy since implant. Boston scientific technical services (ts) was contacted to perform a data review. The ts consultant reviewed the information and confirmed that the ICD's battery is experiencing a high current drain that is not consistent with its current usage. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the ICD remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Additional information was reported that another patient follow-up was performed recently. During this follow-up, the patient brought in the remote monitoring communicator thinking it was not working properly. It was then revealed that the patient did not understand how the communicator worked and as a result, had pushed the device interrogation button every day since returning home post-implant; a total of 67 times in less than two months. A few days before this most recent follow-up, the patient stopped using the communicator. The device was interrogated and displayed an estimated longevity of seven years. The physician and field representative suspect that the previous estimated longevity may have been affected by the constant patient initiated interrogations performed by the patient. Another memory download was performed and sent to boston scientific engineering for review. At this time, the device remains implanted and in service. Engineering review of the data revealed that the device is still operating at a much higher rate of power consumption that is expected, and it was confirmed that the higher power consumption is not due to the excessive interrogations but rather with the device itself. It was discussed that although the consumption is currently stable, this behavior could be unpredictable and result in a rapid depletion which could compromise therapy delivery. This information was provided to the field representative to discuss with the physician who will decide the next course of action. No adverse patient effects were reported.